Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed low reservoir and the keypad was unresponsive. Customer's blood glucose was 114 mg/dl. Customer took the battery out and reinserted and the device would not work. Customer stated she pressed the act button until she gets to setup and it just stopped. Customer took at battery and anomaly continued. Then the device alarmed button error. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.